Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with a radio frequency error. The patient's blood glucose at the time of incident was in the 200 mg/dl range; the customer mentioned 264 mg/dl as a potential blood glucose value. Troubleshooting was initiated for the radio frequency error alarm. A normal bolus was programmed into the air and the bolus amount was properly recorded in the bolus history. The customer also confirmed that a temp basal was not programmed prior to the alarm. The customer cleared the alarm prior to calling, and when prompted to rewind the device she was successful. However, the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. No rf pic failed alarms were noted. The pump was unable to download to care link due to multiple displayable history alarms in the history screen. The alarms were due to a corrupted history file. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads, a broken reservoir tube lip, a corroded battery tube and minor scratches on the lcd window.